Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged, resulting in lack of pacing. The lead was repositioned successfully and remains in service. No adverse patient effects were reported.